Event description:
The dentist used the innovative implant technology's (iit) bone packer instrument to pack the bone graft material underneath the elevated maxillary sinus membrane. The head of the bone packer got stuck in the area below the elevated sinus membrane. Upon pulling the bone packer, the distal portion of the bone packer separated from the handle (built in safety feature of the bone packer). With a tweezer the dentist then pulled the distal portion of the bone packer, except for the head. The dentist then performed the standard lateral approach for sinus-lift procedure to retrieve the head of the bone packer. The dentist was then able to complete the procedure.

Manufacturer narrative:
Conclusion: the instrument performed as designed, with the initial break on the handle at the proximal end of the curette tube, between the elbow and the curette tube junction. The second break at the packer head was due to excessive tensile force during the removal of the packer from the osteotomy.